Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information provided: "the fb inlay could not be fixed on the fb tibia. A new inlay was opened and this could be connected to the tibia without problems". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the locking tab of the attune cr fb insrt sz 6 5mm deformed. The observed damage can be consistent with a component failure caused by excessive forces applied over material, like assembling the device in an off-axis position during surgical process. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per attune¿ knee system intuition ¿ surgical technique rev. K, on pages 79-80, the next steps need to be followed for a proper implantation of the attune cr fb insrt with the fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since mating device was not returned for evaluation. However, the reported condition can be confirmed as a difficulty on the assemblance most likely happened as a consequence of the observed damage. The overall complaint was confirmed as the observed condition of the attune cr fb insrt sz 6 5mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The fb inlay could not be fixed on the fb tibia. A new inlay was opened and this could be connected to the tibia without problems. Procedure was completed successfully with a five-minute delay. There was no patient consequence.